Event description:
Rptr noted that each box of test strips normally includes a type of computer chip which is placed into the meter to calibrate the meter to the individual batch of test strips. This particular product was missing the chip to calibrate the machine.